Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed events. Based on complaint history, the data captured in the log file is consistent with a potential deposition or thrombus formation contacting the rotor and causing increased rotor drag, which would have contributed to the pump power increases and low speed events; however, a specific cause for the power elevations and low speed events cannot be conclusively be determined through this evaluation as the pump was not returned. Additionally, a direct correlation between the device and the patient's history could not be conclusively determined through this evaluation. The account reported that the patient had two low speed alarms on 10jan2022. Additionally, the patient was asymptomatic during the alarms. The account reported that manual manipulation of the driveline did not reproduce the low speed events. The account also reported that the patient had a history of hypertension, a lipoma, diabetes, hyperlipidemia, sleep apnea, hyperthyroidism due to amiodarone, dysphagia, obesity, and pre-existing cardiac arrhythmia. The patient remained on the mobile power unit, and the account reported that no additional low speed events occurred. The first submitted log file contained data from 10jan2022 to 11jan2022. The log file recorded two instances of low speed advisory events with associated elevations in power and reductions in pulsatility index (pi). Pump parameters returned to their baseline values afterwards. All low speed events within the log file were recorded while the system was connected to the mobile power unit (mpu). Before and after the low speed events, the pump appeared to function as intended at the set speed. The account submitted x-ray images of the driveline for review. The images appeared unremarkable. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis. Section 1 of this IFU also contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 of the IFU, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. Section 6 of the IFU describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿performance and monitoring,¿ states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 2 low speed alarms while on their mobile power unit (mpu). It was noted that during the clinic visit the patient was attached to their patient cable without any issues present. The patient was asymptomatic during the alarms. Their log files were sent in for review, as well as x-rays of their driveline. Technical services confirmed the speed drops that were below the low speed limit while the patient was connected to their mpu and their power was elevated. It was suspected that the cause of the speed drops could have been from something passing through the pump or a driveline short-to-shield. The patient was stable and that the ventricular assist device (vad) coordinator was unable to reproduce any changes in speed based on manipulation of their cables, power leads, or the entire driveline. The driveline x-rays were unremarkable. The plans were to leave the patient on their current mpu with the grounded patient cable and to check back in 1 week to repeat a log file evaluation. The patient was instructed that if they received alarms on their grounded cable at home to switch to batteries and return to clinic to switch their ungrounded cable and power base unit (pbu). As of (B)(6) 2022, the patient had no alarms reported since the office visit. They had a follow up appointment the next week and log files had no further low speed advisories.